Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿s reported no image/e218 error code could not be confirmed/duplicated. The inspection found the light guide connector index is peeling off. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly. The legal manufacturer (omsc) performed a review of the device history records for the subject device and confirmed that the device was shipped according to specifications. From the recent repair history, it was confirmed that the bending section cover was replaced in july 1, 2022. Based on the physical evaluation, the root cause of the reported event could not be confirmed or determined. However, it is possible the error may have been attributed to a malfunction of the image sensor unit a board inside the video connector or a malfunction of the system side. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application.

Event description:
Olympus (omsc) was informed via repair request that the customer endoeyeflex deflectable videoscope has a reported "vertical stripe noise, e218 (scope error) during the case". No death, injury or harm was reported. The device will be returned to olympus for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the customer¿s reported e218 error code.

Event description:
The reported problem occurred during a therapeutic procedure, but the details are unknown. The device was inspected prior to procedure and no abnormalities were observed.